Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that a perforation occurred during this right atrial (ra) lead implantation. Resistance was met while inserting through the catheter and the physician pushed the lead through by force. The ra lead was stuck in the ra and could not be removed however, after few minutes the lead was movable. The procedure was abandoned for the risk of bleeding. The patient was transferred to another hospital and lead was removed through surgical operation. The patient will be evaluated in a week. The lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.